Manufacturer narrative:
Zimvie complaint number (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #14 had a fractured mhlas screw. The implant was in the patient's mouth without any issues. An additional procedure was required as the facility was waiting for the implant removal tools to arrive. Upon arrival of those tools, the fractured screw was expected to be removed and replaced with a new one.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. Zimvie did not receive the complaint device for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, and risk management file. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. This complaint refers to the specific device being investigated for this complaint record. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the mhlas dating back to twelve months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are clinician error, or patient factors. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.